Event description:
It was reported a 2.5x28mm xience xpedition stent was successfully implanted in the first obtuse marginal (om) coronary artery. That same day, the patient presented with chest pain. The patient was diagnosed with an st-elevated myocardial infarction (mi) and in stent thrombosis of the previously implanted xience stent. Per intra-vascular ultrasound (ivus), the xience stent had recoiled. A thrombectomy, balloon angioplasty, and another unspecified stent was placed covering the re-coiled xience stent. Later that evening, the patient presented with elevated cardiac enzymes, greater than five times the normal upper limit. On (B)(6) 2014, the patient was discharged home in good condition and the adverse events were noted resolved without additional sequela. There was no additional information.

Manufacturer narrative:
(B)(4). Relevant tests (continued): (B)(6) 2014 (11:06): creatinine kinase-myocardial band (ck-mb)=0.49 ng/ml, normal upper limit 5.0; (B)(6) 2014 (21:45): creatinine kinase-myocardial band (ck-mb)=26.2 ng/ml, normal upper limit 5.0; (B)(6) 2014: creatine kinase (ck)=271 u/l, normal upper limit 192; (B)(6) 2014: creatinine kinase-myocardial band (ck-mb)=15 ng/ml, normal upper limit 5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to deploy from this lot. The reported patient effects of angina, myocardial infarction, and thrombosis are known observed and potential patient effects as listed in the xience xpedition coronary stent system electronic instructions for use (IFU). Based on the reviewed information, no product deficiency was identified.